Event description:
A falsely elevated ctni result of 11.15 ng/ml was obtained. This result was not reported to the physician. A result of 0.38 ng/ml was obtained on repeat analysis. Customer indicated that this result agrees with other dimension testing but no results were provided. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. No additional information was provided to identify a potential cause.